Event description:
It was reported that the customer had leaky reservoirs. The customer stated that she has been having trouble with reservoirs over the last three months. The customer stated that every once in a while the plunger rod does not catch and the threads for the plunger rod are stripped. The customer further stated that she has had to use three reservoirs during her last set change two days before the report. It was explained to the customer that the o-rings can be loosened when inserting and screwing in the plunger rod, which would cause leakage. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.